Manufacturer narrative:
Additional information was received on april 12, 2021. An explant is planned for (B)(6) 2021. 2. Is other serious-uncheck. 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/breast pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 11, 2021. The patient identifier was updated. Additional information was received on may 20, 2021. Bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral discomfort and rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-03759 for contralateral prosthesis report.